Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the receiver was vibrating continuously. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged. Functional testing and data download was unable to be performed because the device was received in a condition making this impossible. The receiver case was opened for further evaluation. An interior inspection was performed and passed. A screen error alert was present. Therefore, the complaint of receiver vibrating continuously was confirmed. A root cause could not be determined post investigation. Based on the investigation results this issue has been upgraded from non-reportable to reportable.